Event description:
Pump and catheter were returned with no information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. B)(4). Analysis of the pump and catheter determined that the pump head had a deformed pump tube and the catheter body had a hole caused by deep abrasion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The patient's device was coming through their skin, and their pump had to be removed.

Manufacturer narrative:
(B)(4).